Event description:
It was reported that during a total knee case, the surgeon was going to irrigate the cuts on the pt's femur and tibia. The pulsavac plus tip fell off from the gun while in use resulting in fluid spraying in all directions, hitting the lights above and hitting the surgeon and assistant in the case. The surgeon was very concerned about contamination from fluid dripping off the lights or rebounding back into the sterile field. There was a delay in surgery by approx 5 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer for eval. A review of the manufacturing records was performed and there were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The cause of this complaint cannot be determined because the device was not returned.